Manufacturer narrative:
(B)(4) - (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was intended to be implanted within the common bile duct of a patient with malignant biliary obstruction on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent implantation. The patient's stricture was reported to be four centimeters in length. During the endoscopic retrograde cholangiopancreatography procedure, the stent was positioned within the patient's the common bile duct; however during deployment the hub handle detached. As a result, the stent was partially deployed by one centimeter. The stent was unable to be reconstrained. The device was removed from the patient without issue. An attempt was made to try and deploy the stent outside the patient, however this was unsuccessful. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident, however, the hub had not detached from the handle. A visual examination of the returned device found that the stent was partially deployed. The inner lumen was kinked proximal to the tip and it was noted that the inner lumen was not visible through the guidewire access port. During analysis an attempt to deploy the stent failed. The inner lumen was withdrawn from the outer sheath and the stent was deployed. It was noted that the inner lumen was broken proximal to its distal end, which is at the skived area. The inner lumen was kinked proximal to the inner lumen break. No issues were noted with the stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was intended to be implanted within the common bile duct of a patient with malignant biliary obstruction on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent implantation. The patient's stricture was reported to be four centimeters in length. During the endoscopic retrograde cholangiopancreatography procedure, the stent was positioned within the patient's the common bile duct; however during deployment the hub handle detached. As a result the stent was partially deployed by one centimeter. The stent was unable to be reconstrained. The device was removed from the patient without issue. An attempt was made to try and deploy the stent outside the patient, however this was unsuccessful. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.